Event description:
The patient was hospitalized after having a seizure and the neurology department requested that the vns device be checked. It was noted that the patient was doing fine and the physicians did not think there was an issue with the device but they wanted the patient titrated up. No other relevant information has been received to date.